Event description:
Customer reported via phone, she was attempting to bolus and the numbers were scrolling. Customer removed the battery in attempted to resolve the issue and none of the buttons were unresponsive. Customer didn't recall blood glucose level at the time of the event. Customer doesn't recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a corroded keypad trace. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.